Event description:
It was reported that the ilet displayed persistent restart alerts during a supply change and continued to prompt for a restart despite multiple restarts via the device and app, with the device confirmed on the latest firmware and adequately charged. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health or medical intervention. Investigation included technical troubleshooting and user guidance performed remotely. Investigation of this case revealed an unresolved device malfunction consistent with a restart loop. It was concluded that the event represented a device malfunction without patient harm and that replacement was warranted for continuity of therapy.